Manufacturer narrative:
Investigation conclusion: the customer complaint that the pcu displayed an error code was confirmed and replicated during the investigation. The cause was found to be the result of damaged pins on ic u1, likely to have occurred during a repair process outside of bd. ¿based on instrument seal found broken, and the bezel manufacture date being february, 2018, it is believed that pins 43 and 44 of the u1 integrated circuit analog to digital converter (adc) was damaged inadvertently during bezel replacement. ¿no other malfunctions were found and the pump module passed system recognition testing after the found fault was corrected on the logic board. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement .

Event description:
It was reported that an error code 260-4130 occurred prior to the start of an infusion. There was no patient involvement and no patient harm as a result of this event.